Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The o2 hose was leaking. The conclusion is that the o2 hose needs to b replaced. The o2 hose is a getinge product. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the o2 hose that connected to o2 inlet of the ventilator was leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).